Manufacturer narrative:
A partial lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv lead was explanted and replaced due to low lead impedance, sensing and capturing issue. There was no consequence to the patient.